Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas failed to pair with a dexcom g7 sensor, with the app repeatedly prompting to start the sensor despite entry of the sensor code, and the bluetooth device identifier displaying 0.0.0; troubleshooting included verification of bluetooth settings and education on shutdown, and a replacement ilet was shipped with instructions to return the original unit. Symptoms included hyperglycemia with a peak reading of 384 mg/dl for approximately two hours, accompanied by irritability, thirst, and fatigue. Outcomes included self-management using subcutaneous insulin injections without alerts above 300 mg/dl for over 90 minutes, without ketone testing, medical intervention, or assistance. Investigation included technical support review, remote troubleshooting, and replacement logistics. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.